Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing, ¿due to this batch being manufactured in 2009, we only keep files for 7 years. A DHR review is unable to be done.¿ investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the box of bd insulin syringes with the bd ultra-fine¿ needle did not have an expiration date on the label, and was noticed before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "pharmacist called to inquire about expiration dates on a box of the bd ultra-fine 12.7mm pen needles and a box of the bd 12.7 mm insulin syringes. Stated both boxes do not have expiration dates on them. Stated both boxes have a copyright date of 2007 on them. Stated the box of pen needles was unopened. Advised pharmacist of how the expiration date is determined using the copyright date and lot #."